Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to out of range shock impedance measurements. The trend was observed to be slowly increasing. The old cardiac resynchronization therapy defibrillator (crt-d) was also explanted electively and a new rv lead and crt-d were implanted at the same surgical intervention. No additional adverse patient effects were reported.